Event description:
A medtronic representative reported that during a lumbar fusion case, while the stealthstation s7 system was sitting idle in the navigate task, it unexpectedly exited the software and went into the shutdown/reboot process. The system kept cycling in the reboot process, so the rep performed a hard reboot of the system. At this point in time, the system came back up but the registration spin was lost, so they had to take another 3d spin of the patient with the o-arm 1000 imaging system and then continued with the case. No impact to the patient outcome was reported.

Manufacturer narrative:
System log files have been requested. No parts or files have been received by the manufacturer for evaluation. Issue has not recurred.